Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was not reported. It was reported the patient was hospitalized for the event. Treatment was not reported. At the time of this report the patient remained hospitalized and was recovering from this peritonitis event. The same day as receipt of this report, pd therapy was discontinued. On an unreported date the pd catheter was removed. No additional information is available.

Manufacturer narrative:
(B)(4). The date of patient death was an unspecified date in (B)(6) 2015. During follow up with the reporter, they stated that the cause of the peritonitis was an intraperitoneal abscess. On an unknown date in the same month as the onset of peritonitis, the patient died. The cause of death was reportedly the intraperitoneal abscess. It was not reported if an autopsy was performed. The patient was not recovered from the peritonitis at the time of death. Should additional relevant information become available, a supplemental report will be submitted.